Event description:
It was reported by a customer on (B)(6) 2011 during the procedure a display screen failure occurred. Per the customer, they were able to move the screen and get the monitor to come back on to finish the procedure.